Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted on the initial angiogram following enroute arterial sheath insertion. Per the physician, a dissection was suspected after using micropuncture kit (mpk), which became much worse and more noticeable after arterial sheath placement. The physician elected convert to carotid endarterectomy (cea). The device responsible for the dissection was not identified by the user. At this time, it is unknown if the reported failure is related to the mpk or the enroute neuroprotection system (nps); hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The neuroprotection system (nps) associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. The device responsible for the dissection was not identified by the user. At this time, it is unknown if the reported failure is related to the micropuncture kit (mpk) or the enroute nps; hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.